Event description:
Additional information received reported the infection healed and the patient was fine.

Event description:
It was reported that the patient had an infection and the extension and battery were explanted. It was noted that the lead was left in because the patient had good coverage. Additional information received reported that ever since implant, the patient¿s pocket site had not healed. It was noted that the symptoms were gradual since implant. It was noted that the patient met with a physician on (B)(6) 2014 and the physician determined it was an infection. It was noted that the physician did a culture sample, but the results were unknown. It was noted that the physician ¿usually put the patient on antibiotics for 2 weeks to a month¿ to prepare for a future implant.

Manufacturer narrative:
Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3487a, lot# l62343, implanted: (B)(6) 1999, product type: lead. Product ID: 3550-29, lot# n376632, implanted: (B)(6) 2014, product type: accessory.